Manufacturer narrative:
Date of event: unknown. Initial reporter's phone #: unknown. Results: a sample was not returned for evaluation. A customer photo was returned and showed the np needle protruding through the bottom of the sleeve. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5120699. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while penetrating the patient's vein, blood flew into the 21 g x .75 in bd vacutainer® winged safety push button blood collection set holder while no tube inserted. There was no serious injury, blood exposure or serious intervention reported.